Event description:
It was reported to boston scientific corporation in 2008, that a speedband superview super 7 band ligator was used during an esophageal banding procedure performed in 2008. According to the complainant, during the procedure, the speedband would not sit properly on the biopsy channel and caused them to have issues deploying the band. The speedband damaged the biopsy channel of the scope. The procedure was able to be completed with another of the same device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date are unk. According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.